Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. The 3.5x33mm xience skypoint stent delivery system (sds) was advanced without issue; however, when attempted to inflate the device would not get passed 2 atmospheres. It was removed and noted to have a pin whole on the balloon itself. Another xience 2.5x33mm was used to complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.